Event description:
Resident felt weak while being moved from chair to bed via lift. The two staff members who were transferring resident were unable to prevent resident from sliding out of sling so they lowered her to the floor. Resident had x-ray on the following day which revealed a fracture of right distal femur. Staff was alerted to possibility of problem with lift or lift belt on 7/10/96. The lift was purchased in 11/95 and was put together by staff from this facility. Unsure as to the instructions that came with lift re-assembly. No instruction on threading belt through snap-together locking device. Teeth on one side only. When lift was inspected on 7/10/96, the waist belt of the lift was not holding in a locking position. New belts ordered and applied - discovered that belt not applied correctly versus being defective. This was also true of another lift in facility.